Event description:
It was reported that suture placement of the proglide devices was attempted bilaterally in the right and left common femoral arteries (rcfa and lcfa) using the preclose technique prior to an abdominal aortic aneurysm (aaa) repair. Reportedly, a femoral angiogram was performed in both groins and heavy concentric calcification was noted in both arteries. The arteriotomy was 7fr, in both groins, and suture placement was attempted, the plan was to deploy the sutures of 2 proglide devices in each groin. In the rcfa, cuff misses occurred with both proglide devices. Two additional proglide devices were successfully deployed and sutures set aside for the procedure. In the lcfa cuff misses occurred with four (4) proglide devices. Two additional proglide devices were successfully deployed and sutures set aside for the procedure. The sheath was upsized to a 14fr in the rcfa and to an 18fr in the lcfa. After completion of the aaa procedure, the physician while pulling on the rail suture to tighten the sutures in the rcfa, the sutures pulled out of the artery. On the lcfa, when the physician was pulling on the rail suture to tighten the sutures, 3 of the 4 sutures came out of the artery. The physician believes that the sutures were not deployed in the right and left arteries but may have been deployed in heavy calcification, resulting in the suture coming out of the arteries. A cut down procedure was performed and hemostasis was achieved surgically. Additionally, the physician indicated that he had difficulty backloading the 0.035 angled guide wire (gw) with half of the failed proglide devices. The physician switched to a straight 0.035 gw and was able to backload into the proglide devices.

Manufacturer narrative:
(B)(4). Lot number: corrected, changed from 20604j1 to 20716j1. Evaluation summary: the device was returned for evaluation. The reported event of suture came out of the artery was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. The probable cause for the reported event was determined to be most likely related to the operational context during use of the device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Describe event or problem: there was a clinically significant delay in the procedure of 45 minutes, due to the devices failures and ultimately resulting in surgical closure of the artery, but there was no adverse patient sequela. The physician is reportedly trained in the use of the proglide device. No additional information was provided. The safety and effectiveness of the perclose proglide device have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other proglide devices referenced are being filed under different medwatch report numbers.